Event description:
The customer received a blood glucose reading of 15 mg/dl from his contour and a reading of 135 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Per customer's insistance, only the meter is being replaced. No product will be returned.